Manufacturer narrative:
Lot number 2969785 showed (B)(4) were manufactured, tested, inspected and released in december 2014 with no anomalies reported. Investigation in process.

Event description:
Complaint received stating "tego lets air through. The tego was already in use. Started (B)(6) 2015. After the next dialysis air sucking was noticed by the nurse. One treatment was done after the 1st treatment the problem was noticed. No serious adverse consequences to the patient reported.